Manufacturer narrative:
(B)(4). Batch # h52e6c. The analysis results found that one ec60 device was returned in good visual condition and with no cartridge reload present. The device was noted to have the firing mechanism damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing shuttle spring was found disengaged, not allowing the firing mechanism to properly function. While no conclusion could be reached as to how the firing shuttle spring became loose; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what was meant by, ¿then walked arm sewing ¿idle¿?¿ when ¿part of the knife was in the reload,¿ was there damage to the reload?

Event description:
It was reported that during a thoracoscopic resection of a left lung procedure, the device and two blue reloads were used in order to remove part of the lung. The first firing was successful. The device was washed and the reload was reloaded. In the second firing the knife left on one third, then walked arm sewing "idle", the doctor tried to finish the firing, but the knife did not go further. Then the doctor had to return the knife to its original position to open jaws. The tissue was cut by one third, the proximal third of the brackets not fully closed, the other brackets fell. According to the doctor the part of the knife was in the reload. A competitive device was used to complete the procedure. There were no adverse consequences for the patient reported.